Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two thermocool smart touch bidirectional catheters and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, no temperature value was displayed on the carto 3 system and smartablate generator. The cable was replaced but the issue remained. The catheter was replaced, and the issue resolved. This issue is not MDR reportable because potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It was also reported that after the temperature issue resolved, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 400 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.